Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(6).

Event description:
It was reported that the suspect device's safety shield broke during activation, causing a needle stick injury. Serology tests were performed but results are not available. It is unknown if the user and/or the patient received the lab work. No further information is available.

Manufacturer narrative:
Device evaluation: result - no sample or photos were returned for evaluation. Ten retention samples from the same lot number were drawn with deionized water and the safety shields activated. No shields broke and all snapped into place as expected. This device was manufactured january 9, 2016. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5344766. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode. No objective evidence was provided by the customer to confirm the reported defect. Function testing of retained samples from this lot number did not confirm the reported defect. There is no evidence that a malfunction of the device was the cause of the reported defect. An absolute root cause for this incident cannot be determined.